Event description:
This sponsored solicited case from united states was received on 18-oct-2017 from the patient. Patient ID: (B)(6). Study title: (B)(6). This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after few days the patient experienced pain in right knee. No relevant medical history and concomitant medications were reported. Past medications included history of receiving cortisone injections in both knees every 3 months for the past 1 1/2 to 2 years. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) for osteoarthritis (oa) in the right knee. On an unknown date in (B)(6) 2017 (beginning of (B)(6)), unknown latency of receiving the injection the patient experienced return of pain in her right knee (latency: few days). On (B)(6) 2017, the patient received treatment with cortisone shot and the pain in the right knee went away. Later, after three weeks of receiving the cortisone shot, the pain in the right knee came back. There was no treatment for the return of pain in the right knee. Patient received treatment with ice and elevating it for the pain in her right knee came back. The patient received cortisone shot and the pain in her right knee went away and again the pain came back. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one in the left knee for oa. Corrective treatment: cortisone; ice; elevating her knee. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: not reported. Company causality: associated. Seriousness criterion: required intervention. Additional information was received on 24-oct-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This sponsored solicited case from united states was received on 18-oct-2017 from the patient. (B)(6). This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after few days the patient experienced pain in right knee. No relevant medical history and concomitant medications were reported. Past medications included history of receiving cortisone injections in both knees every 3 months for the past 1 1/2 to 2 years. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, lot number and expiration date: not reported) for osteoarthritis (oa) in the right knee. On an unknown date in (B)(6) 2017 (beginning of (B)(6)), unknown latency of receiving the injection the patient experienced return of pain in her right knee (latency: few days). On (B)(6) 2017, the patient received treatment with cortisone shot and the pain in the right knee went away. Later, after three weeks of receiving the cortisone shot, the pain in the right knee came back. There was no treatment for the return of pain in the right knee. Patient received treatment with ice and elevating it for the pain in her right knee came back. The patient received cortisone shot and the pain in her right knee went away and again the pain came back. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one in the left knee for oa. Corrective treatment: cortisone; ice; elevating her knee. Outcome: not recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported. Company causality: associated. Seriousness criterion: required intervention.